Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va08f3e, implanted: (B)(6) 2013, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's stimulation was still on and providing some relief, but it was different than before. The patient went on to indicated that their settings are "out of place right now, but some are in place" and their healthcare provider (hcp) told the patient that the lead had moved. According to the patient they used to get tremendous relief from the therapy and the patient had gotten used to it working, but now it had changed and this was very difficult. The patient went on to indicated that the "ticking" was in the tailbone on 2 of the settings and on another setting they felt stimulation high on the cheek and on the final setting the patient felt stimulation in the bike seat, but also in different places. The patient indicated that they had always had stimulation set to 1.4 on program 2 and that was perfect and while the patient was currently feeling stimulation in the bike seat they were also feeling stimulation in 3 other spots if they increased stimulation. The patient went on to indicate they were not getting the same relief as before and they symptoms were severe at the time of the call. The patient reported that x-rays were done and it was determined that the leads had moved and that the "wire just needs to be pulled out and basically redone." The issue was first noticed following an ultrasound and the patient indicated that they were told that an ultrasound could not cause lead movement so they wondered if the issue could have resulted from the way the patient was sitting or lying down for the ultrasound. The caller added that they had been doing a lot of standing and bending as well as having had some weight gain which they also thought could have contributed to the issue. At the end of the call the patient added that they had stimulation on a really weird setting and this setting was uncomfortable and the patient ended up turning stimulation off. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
H.6. Device codes (con't.): (B)(4) due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had x-rays done on (B)(6), 2018 and it was determined that the ins was not working. The patient stated that the ¿leads have gone up in her back¿ and the ins has flipped over. They noted that the issue started ¿sometime before the x-ray¿ but they did not know when. There were no further complications reported or anticipated.